Event description:
It was reported via a legal tolling agreement, that a female patient, initial right knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2020 approximately 2 years 11 months post the initial implant procedure for unknown reasons. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 02-010-01-0325 - logic femoral ps cem right sz 2.5 sn: (B)(4), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t sn: (B)(4), 200-07-29 - advanced patella 29m 3 peg implant sn: (B)(4), 201-78-82 - collar fixation pin 2pk 40mm, quick release sn: (B)(4).

Event description:
It was reported via legal documentation that approximately 36 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral debonding and pain. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted wear of the tibial component and loosening of the femoral component. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
B5: updated description of event. H6: added 2 clinical codes; corrected medical device problem and component codes. Corrected type of investigation, investigation findings and investigation conclusion codes.

Manufacturer narrative:
A2: added d.o.b. B3: corrected date of event. D6a,d6b: corrected implant/explant dates. H6: updated clinical codes: 1994 and 1924.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.